Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that lever pieces were missing from the attachment area of the pin and torsion spring. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer it was discovered that lever pieces were missing from the attachment area of the pin and torsion spring. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Drop or impact during use is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.